Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a balloon kyphoplasty procedure, the balloon was inserted into the vertebral body to create void for cement. Balloon burst while inflating at a pressure of 200psi. No patient complications were reported.